Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2016 at 10am when a blood glucose result of 147mg/dl was obtained using the subject device which she felt was elevated compared to her feelings and/or usual results. The patient manages her diabetes using pills, diet and/or exercise, and reportedly increased her dose of medication in response to the alleged issue. The patient claimed that she experienced symptoms of headache and shaky an unspecified amount of time before the alleged issue began, and reportedly self-treated by taking 5-500mg 1 pill synjardy in response to the reported issue. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and the test strips had been stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. Although the patient stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurate¿ subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1.the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.